Event description:
On (B) (6) 2009, pt reported 3 incidents of high blood glucose over the past 3 weeks while using his primary infusion device. Pt stated 3 weeks ago, his blood glucose went up to 500 mg/dl, today his blood glucose was 477 mg/dl. He stated he took 24 units of insulin by using the up and down arrow buttons. Pt reported he does not always feel insulin go in during a bolus unless he delivers around 25 units. He stated he did not feel insulin go into his body during these incidents. Pt reported he checked bolus history on the infusion device and confirmed the bolus amounts were correct. He stated no error displayed on the infusion device during these incidents. Pt reported the infusion device was dropped previously, but not very often, and it always ran perfectly after being dropped. Had pt disconnect the infusion tubing from the infusion device and deliver a bolus of 2 units of insulin; insulin dripped from the tubing after the 2 unit bolus. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.